Manufacturer narrative:
This report is submitted on january 04, 2017.

Event description:
It was reported that patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted (date not reported), re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on (B)(6) 2017.